Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported to a healthcare provider that the device was non-functioning. The caller had no further information with regard to the reported event and would not have such information in the future. No patient symptoms were reported. No further complications were reported or anticipated.